Manufacturer narrative:
Additional information: UDI number, method, results, and conclusions - the returned screw was evaluated. The tulip has dissociated from the screw shaft. The splines were deformed in a manner consistent with tightening of the rod and closure top within the tulip, and then loosening them which then can allow the screw components to dissociate. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that a sleeve jammed onto a pedicle screw during surgery. After the sleeve was detached from the screw, the screw was found to have disassembled. The technique was changed from a percutaneous approach to a mini-open approach in order to remove and replace the screw, so the incision size increased. This is report one of two for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00111.

Event description:
It was reported that a sleeve jammed onto a pedicle screw during surgery. After the sleeve was detached from the screw, the screw was found to have disassembled. The technique was changed from a percutaneous approach to a mini-open approach in order to remove and replace the screw, so the incision size increased. This is report one of two for this event.